Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-16072. It was reported that the patient received inappropriate shocks due to over-sensing noise. The patient presented in clinic and noise could not be reproduced. Physician could not determine if noise was due to right ventricular lead or implantable cardioverter defibrillator. Therapy was turned off. Patient was in stable condition.

Event description:
New information noted that the implantable cardioverter defibrillator was explanted. More information was requested but not provided.